Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective user interface mechanism printed circuit board (uim pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported the failure code 703, it is unknown when this failure code occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. The failure code 703 confirms the defective uim pcb. The uim pcb was replaced and the device was tested. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.